Manufacturer narrative:
No lot number was available. Without a lot number, expiration date and manufacturer date cannot be determined. A skin reaction may be related to a number of factors including site preparation, application, and site care. It is possible that moisture under the dressing could have been related to this event. Under precautions, the instructions for use state the skin preparation should be allowed to completely dry before application of the dressing to prevent skin irritation. Under site care, the instructions for use state to inspect the dressing daily and change the dressing as needed. The dressing should be changed if it appears to be saturated or overly swollen. · to test if the dressing is fully saturated, lightly press down on a corner of the gel pad with your finger. If the gel pad remains displaced once your finger is removed, the dressing should be changed. Note: tegaderm¿ chg dressing is not designed to absorb large quantities of blood or fluid. The customer reported the etiology of the reaction was unknown. These dressings had been applied to multiple other patients at the facility who did not experience a reaction. A 3m vascular access specialist followed-up with account to provide assessment and product education.

Event description:
A nurse reported an outpatient was receiving IV antibiotics for a knee infection via a PICC line. The outpatient experienced a red, bumpy, weeping, itching rash at the PICC site. The reaction spread outside the dressing borders to his chest where his arm would naturally lie. The reaction was thought to be yeast related. The PICC line was removed as treatment was completed. The patient was treated with oral diflucan and topical nystatin and the reaction respolved within a couple of weeks. The etiology of the reaction was unknown. 3m PICC/cvc securement device + tegaderm chg chlorhexidine gluconate I. V. Securement dressings were applied to the PICC site.